Event description:
It was reported that pump experienced unexpected shutdown and required connection to power source to turn back on, with no prior power source alerts or shutdown alarms noted and battery level above 20 percent when restarted. There was no adverse impact to the customer¿s blood glucose level. Customer was able to upload pump data, received education from technical support about resetting insulin on board and maximum hourly dose, restarting continuous glucose monitoring sessions, and reloading cartridge after shutdown, and acknowledged. At the time of report, no additional information was provided.